Manufacturer narrative:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. Customer stated that the device previously had battery related issues. Patient or user harm was not reported. This event is recorded in complaint number (B)(4). A technical support specialist followed up with the customer's report to obtain additional information to determine a cause. Customer stated that the issue had been resolved by unknown means and asked for the complaint file to be closed. Customer confirmed device is operational.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. Customer stated that the device previously had battery related issues. Patient or user harm was not reported.

Event description:
Customer reported that a pyxis anesthesia es system unexpectedly stopped responding during a procedure. Customer did not disclose the nature of the procedure. Customer stated that the device previously had battery related issues. Patient or user harm was not reported.

Manufacturer narrative:
This supplemental regulatory report is being submitted due to a retrospective review conducted through CAPA 10308384. The late submission of this supplemental report is due to the thorough and detailed nature of the retrospective review process. This process was essential to accurately capture all relevant data and ensure the integrity of our reporting. We have included the CAPA reference for the retrospective review in the additional manufacturer narrative section of the FDA form 3500a, as recommended. Corrected and or additional information is included in the following sections: a1, d1, h6, h11. A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from 20-jun-2021 to 20- jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the system unexpectedly stopped responding during a procedure. A technical support specialist confirmed with customer issue has been resolved. The customer agreed to close this case. The system functioned as intended after assessed by the technical support specialist.